Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to fluid loss in the right cylinder. The ipp was explanted and replaced. No patient complications were reported.